Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, explant date and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports left side deflation. Device has been explanted.

Event description:
Healthcare professional reports left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; opening lineal, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified; crease smooth opening on anterior and sharp opening on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. A sharp opening on plug strap assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data.